Manufacturer narrative:
Plant investigation: a complaint device from the reported lot was returned to the manufacturer for physical evaluation. The sample was returned subjected to a bubble point leak test. There was no leaks detected. The polyurethane (pu) was found to be wicked in the fibers on both ends. There was no other damage or irregularities noted. The reported issue is confirmed. The probable cause for this failure to occur is the potting centrifuge stopping before the pu is fully cured as it will result in the pu wicking down into the fibers. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A dialyzer was returned to fresenius for a physical evaluation by a user facility. Additional information was obtained from a user facility registered nurse (rn) during follow-up. The rn stated that the dialyzer was involved in a blood leak event during a patient's hemodialysis treatment. The reported issue occurred approximately 10-15 minutes after treatment initiation. The blood leak was noted to be internal. Blood streaks were visually observed within the dialyzer. Blood leak test strips were used and tested positive for the presence of blood. There was no patient injury or required medical intervention. The patient's estimated blood loss (ebl) is approximately 250 ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.

Event description:
A dialyzer was returned to fresenius for a physical evaluation by a user facility. Additional information was obtained from a user facility registered nurse (rn) during follow-up. The rn stated that the dialyzer was involved in a blood leak event during a patient's hemodialysis treatment. The reported issue occurred approximately 10-15 minutes after treatment initiation. The blood leak was noted to be internal. Blood streaks were visually observed within the dialyzer. Blood leak test strips were used and tested positive for the presence of blood. There was no patient injury or required medical intervention. The patient's estimated blood loss (ebl) is approximately 250 ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation..

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.